Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn: (B)(4)) was performed by a zoll service technician. The reported complaint of a "leaky" console was not confirmed. There were no cracks, scratches, or broken parts observed during visual inspection. Review of the event log found no significant discrepancies related to the reported complaint. An annual preventative maintenance was performed. The console passed functional testing and the electrical safety test with no issues found. The console performed within specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard console with serial number (B)(4).

Event description:
The customer reported the thermogard xp ivtm console (sn: (B)(4)) was "leaky". No other information provided. It is not known when the reported issue was observed. There was no known patient consequence reported.